Event description:
It was reported that during the surgical procedure, it was noticed that the tip of the bipolar maryland tip forceps instrument was broken and a part of the shaft was missing. The planned surgical procedure was completed with another instrument. No further details were provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions: the instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument proximal clevis was broken at the main tube interface and that a piece was missing from the proximal clevis and main tube. Engineering evaluation determined that the failure mode experienced by the customer was a result of damage to the proximal clevis.